Manufacturer narrative:
This report is submitted on february 01, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. Re-implantation is planned but has not taken place as of the date of this report.